Manufacturer narrative:
(B)(4). Batch # n92t14. Additional information was requested and the following was obtained: what was the issue with this device? Were there any error messages and if so what were they? Did the device activate? Did the I-blade move when the jaws were opened and closed? How was the case completed? No additional information is available. The device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). The device jaws were tested and there were found bent. However the damage was not significant enough to prevent the device from cycling. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the coordinator received the product with a note stating ¿broke during procedure." It is unknown how the procedure was completed. There were no patient consequences reported.